Event description:
Elderly male with history of chronic combined heart failure s/p dt lvad, cardiac sarcoidosis, atrial fibrillation, ckd, dm insulin dependent, and gout who presented for low speed lvad alarms in the setting of known internal driveline fracture. He was taking a shower when he noticed his lvad screen lighting up blue 10 times. A 'low speed' alarm occurred at 0003 and he called to report to the lvad team. He had one brief episode of lightheadedness which had since resolved. Upon speaking with abbott engineer, these low speed alarms are due to phase shortages and have the potential for pump stoppage on any power source due to his known driveline fracture. He was admitted for inpatient evaluation with CT surgery to confirm he is not an operative candidate for driveline repair/ pump exchange as well as facilitating goals of care discussion. 2 days later met with physician to discuss plan of care for when his lvad stops. A polst was updated and plans made for funeral home and medications for pain/anxiety. There were no other medical concerns addressed during his hospitalization the engineers state that a driveline repair is not possible due to a previous driveline repair. Cv surgery consulted this admit and he was previously deemed not a surgical candidate by the multidisciplinary team 5 months ago. Patient discharged from hospital to home and hospice referral placed. The patient died 6 days later.